Event description:
It has been reported to philips that the system did not start. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed the reported issue. The rse worked with the biomed and identified that there was no output from the 1-phase ups. To resolve the issue, the biomed bypassed the 1-phase ups. The system was returned to use in good working order and ready for clinical use. Philips has initiated an investigation on the 1-phase ups data integrity controller sp malfunction and will take appropriate corrective actions, if deemed necessary, when the investigation is completed. The codes were updated based on the investigation outcome.